Manufacturer narrative:
Block h6: device code a150201 captures the reportable event of mesh/carrier assembly failure to deploy. Block h11: upon receipt at our quality assurance laboratory, this solyx sis system device underwent a thorough analysis. Visual analysis of the device did not find any defects on the delivery device of the mesh. A review of the device history record (DHR) indicated that the device met all manufacturing specifications and is unlikely to have an issue related to manufacturing. Based on the information available and analysis results, the device complaint or problem could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a stress urinary incontinence procedure using a solyx sis system, the surgeon had difficulty loading the device into the trocar. The device was eventually placed but it would not deploy. The procedure was completed with a new device. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a150201 captures the reportable event of mesh/carrier assembly failure to deploy.

Event description:
It was reported that, during a stress urinary incontinence procedure using a solyx sis system, the surgeon had difficulty loading the device into the trocar. The device was eventually placed but it would not deploy. The procedure was completed with a new device. There were no patient complications reported.